Event description:
It was reported the pt complained of tenderness at the ipg site. She reported she had no issues with stimulation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.